Manufacturer narrative:
Functional testing could not be performed, due to blank display. The blank display was due to a corroded battery tube. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
It was reported that when the insulin pump's piston would push all the insulin out of the reservoir. The customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.